Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon fired the tsw45 once, and asked for another reload. The rep watched the scrub nurse reload the device properly. The surgeon then fired a second time and both staple lines formed correctly. However, as the scrub nurse tried to reload for a third firing, the 2nd reload would not come out. The knife blade was visible at the distal end of the cartridge. The nurse opened another tsw45 and the case was finished without incident (nothing the surgeon did in closing, firing or opening the device was out of the ordinary and the staple formation was good all through out the case. There was no consequence to the pt.